Event description:
Reporter alleged blood glucose measured 78 mg/dl back to back with a result of 209 mg/dl, 77 mg/dl versus 244 mg/dl, and 9 mg/dl versus 220 mg/dl when testing was performed. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.